Event description:
It was reported that the patient experienced pain at the pocket implant site. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well postoperatively. The explanted device will not be returned per facility policy.